Event description:
The customer reports that after a recent service, the ventilator would not stay in standby mode. No patient involvement. The customer spoke with a remote service engineer (rse) who had customer verify average air slpm in service mode: unit reading -2.2 and -2.8. The rse informed the customer this is the reason why unit will not stay in standby mode. Unit is detecting negative pressure when attempting to go into standby and taking itself back out. The rse informed the customer to repair unit, the flow sensor will need to be replaced and provided customer with part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. It is unknown if any parts or repair has been conducted by customer. However, new anomaly (unit began to alarm when unplugged/spontaneous turned on to ventilate) was reported later on and in response of new reported issue, field service engineer (fse) replaced air flow sensor assembly. Fse ran complete performance verification per v60 service manual rev. P. Unit passed all test and was ready for use.